Manufacturer narrative:
Correction: on initial MDR, the statement, product history records were reviewed and the documentation indicated the product met release criteria has to be submitted instead of complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. . The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens with 17.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The account indicated the product was not available to evaluate. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and nighttime dysphotopsia and clinical reason for explant being decreased uncorrected visual acuity. The iol was explanted and exchanged for an unknown advanced technology intraocular lens following the initial implant procedure. Additional information has been received and it states that there was no patient harm. There are two medical device reports associated with this patient. This report is associated with the right eye.